Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the wake button was unresponsive. Reportedly, a pump reset was performed to resolve the issue. There was no impact to the customer¿s blood glucose. The customer continued to use to pump for insulin therapy.